Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap roux-en-y procedure, the device was fired and the outer row of staples were not holding. The surgeon stated, the staple line was not under tension. A leak test was performed and a leak was found. Sutures were used to complete the procedure. There was no patient consequence. Two devices will be returned.